Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "tfs 5509, 2414, 9907 occurred and ventilation stopped. Hospital biomed loaded software 2.91 and errors went away. However, when performing service checks errors reappeared." It was reported that the event did not result in any serious injury or adverse health impact to the patient.